Event description:
It was reported that the patient experienced shortness of breath. X-ray revealed dislodgement of the right atrial lead. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.